Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that the patient (pt) feels that the implanted neurostimulator has 'gone bad'. Pt is currently having pain. Caller stated that they have tried several times to recharge the implant, but the controller starts and shuts off but does not appear to be the normal function where screen goes blank. Agent asked caller when the last time the patient successfully charged the implant and caller said it has been at least 3 weeks, maybe a month ago. Caller mentioned that they keep trying over and over again. The caller said pt is not getting stimulation and thought maybe the implantable neurostimulator (ins) has moved. Agent asked if the pt has spoke to their doctor and caller says they made an appt this morning for next month. The caller states they have tried to reach a manufacturer representative (rep) around a dozen times but they do not get any response. Caller reported that the controller battery was at 100% and the implant was at 50%, but the implant never got above 50% and then the controller screen showed a lock and 'recharging' even though the rtm was removed. Caller confirmed that they were not seeing the green light above the screen when charging the implant. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller. The patient was redirected to their healthcare provider to further address the issue. Caller says the ins does not advance past %50 . Pt not getting benefit.